Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced pain in his neck immediately after his trial procedure on (B)(6) 2012. It was reported by the pt's family that he was admitted to the ICU due to an issue with his lungs. The pt's issue was resolved while in the ICU. Allegedly, the doctor confirmed the pt's ICU stay was not related to the trial system. The pt's trial lead was removed and discarded.